Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently. The patient had not returned for follow up for at least 5 years. The CT demonstrated that the aneurx stent graft had migrated distally into the aneurysm sac, with a proximal type I endoleak, and contained 9.9 cm in diameter ruptured aneurysm. Currently, the proximal aortic neck is 2.5 cm in length, with 30-degree angulation. The physician elected to implant three endurant aortic cuffs. The final angiogram revealed that the stent graft migration, the proximal type I endoleak and aneurysm rupture were resolved without issue. The physician stated that the cause of the event was related to the patient not returning for follow up and aneurx did not have active fixation. No additional clinical sequelae were reported and the patient is fine.